Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of loss of ac power while connected to the mobile power unit (mpu) was confirmed via submitted log files. Submitted log files revealed on 14nov2025, at 15:22:06, a power cable disconnect and low power hazard alarm activates which progresses to a no external power alarm at 15:22:11. The alarms were associated with a loss of ac power while connected to the mpu. The alarms were resolved at 15:22:46 by connecting to 14v batteries. During this interruption to external power the backup battery supports the system as intended and pump function is not affected. There were no other notable alarms in the log file. The mobile power unit (serial unknown) was not returned for testing. Multiple attempts were made to obtain additional information from the customer regarding the event (including the mpu serial number, if the mpu had a v-lock connector, if the ac power cord came loose at the wall or the back of the unit, if there were any environmental circumstances that would've affected ac power, if the mpu was exchanged, and if the mpu would be returning); however, no additional information was provided. The root cause of the reported event could not be conclusively determined through this analysis. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to interpret and troubleshoot no external power alarms. The heartmate 3 lvas instructions for use section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook section 3 entitled ¿powering the system¿ cautions the user to always have at least one system controller power cable must be connected to a power source (either the mobile power unit or two heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. Heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 - ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 - ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e - ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient lost ac power while connected to the mpu. Log files were submitted to tech services for review. Log file review appeared to capture low flow events and the loss of power while connected to mpu power. Event log files captured low flow alarm events and several momentary low flow events that did not trigger alarms on (B)(6) 2025.